Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella¿5.5, the pump displayed placement signal values that were approximately 20¿mmhg lower than the mean arterial pressure measured via the arterial line. It was noted that the placement signal and arterial line readings correlated at the start of the case; however, following repositioning of the pump, the placement signal no longer aligned with the arterial line mean arterial pressure. After observing this deviation, the medical team elected to monitor the patient using only the invasive hemodynamic lines. No signs or symptoms of patient injury were reported, and no harm was associated with the event. At the time of this report, the patient continues to be supported with the impella¿5.5 device.

Manufacturer narrative:
This follow-up report is being submitted to update sections b5 and h6 based on new information. B5 has been updated to include additional information that was not available at the time of the initial report. The revised b5 now provides a complete event narrative. H6: medical device problem code for increase in pressure has been added. H6: health effect ¿ impact code for medication required has also been added.

Event description:
The complainant reported that during support with an impella 5.5, the pump displayed placement signal values that were approximately 20 mmhg lower than the mean arterial pressure measured via the arterial line. It was noted that the placement signal and arterial line readings correlated at the start of the case; however, following repositioning of the pump, the placement signal no longer aligned with the arterial line mean arterial pressure. After observing this deviation, the medical team elected to monitor the patient using only the invasive hemodynamic lines. Additionally, on 23-feb-2026, it was reported that the impella 5.5 generated ¿high purge pressure¿ and ¿purge system blocked¿ alarms. Tissue plasminogen activator (tpa) was added to the purge solution. No further information was provided, and it is unknown whether the addition of tpa resolved the alarms. No signs or symptoms of patient injury were reported, and no harm was associated with the event. At the time of this report, the patient continues to be supported with the impella 5.5 device.